Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and has fractured on the medial side of the post feature. Evaluation of the returned device identified the fracture was consistent with common failure modes for the tasp devices; including either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. All pieces were returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that poly trial broke while going through the cleaning, and sterilization process.